Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient underwent an explant surgery due to infection. The patient currently has a bone cement spacer.

Manufacturer narrative:
Corrections - d4 lot#, h6 (device code) the reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿as there is a girdlestone situation without a tar visible the assessment is limited. There is a large bone loss visible in the situation.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by loss of huge portion of bone resulting in a girdlestone situation. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient underwent an explant surgery due to infection. The patient currently has a bone cement spacer.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition unknown.